Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that the capture had increased and the sensing could not be measured because the patient had an av-block iii. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found the inner coil of the returned lead fractured due to exposure to cyclic bending resulting in fatigue.